Event description:
Additional information: it was reported that the doctors decided to change the pump due to suspected short to shield. No further information was provided.

Manufacturer narrative:
Approximate age of device: 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient noticed a red heart alarm while sleeping on (B)(6) 2019. The account analyzed the history of the system monitor and noted low flow and low speed alarms. The patient was asymptomatic. A log file analysis was conducted and revealed speed drops below the low speed limit (lsl). This type of behavior has been linked to potential issues with the percutaneous lead. The account was advised to monitor for further occurrences. No further information was provided.

Manufacturer narrative:
Section a2: correction section d7, d10: additional information. Investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported low speed events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and the distal portion of the dl was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. The driveline was cut approximately 9¿ from the pump housing and the distal portion of the dl was returned. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield adjacent to the pump housing. The clear bionate was unremarkable. Visual examination of the underlying wires revealed a breach in the insulation of the red wire 4.5¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Both segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of the compromised red wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported low speed events captured in the submitted log file. The heartmate ii lvas IFU (document 105747ja-jp, rev. B) is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook (document 103885ja-jp, rev. D) is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.